Event description:
Physician was standing at the bedside of the patient when the ventilator suddenly lost all power. Physician ambu-bagged the patient and respiratory therapy switched the ventilator from the powerless one to a functioning one. The patient responded well with no injury noted.